Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump alarmed motor error. The reported blood glucose reading was 521 mg/dl. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly and the motor.